Manufacturer narrative:
This is one event (death) of two events reported on the same pt involving two separate products and associated with medwatch #s 1225714-2013-00736, 1225714-2013-00737, 1225714-2013-00738.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011. On (B)(6) 2011 the decedent experienced another cardiovascular event and subsequently expired after the use of the product.